Event description:
It was reported that the wire broke as the patient got it caught on something and pulled too hard. It was stated that it was put in last week and broke two days prior to the date of this report. The patient had a doctor¿s appointment day after the date of this report. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).